Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a blood glucose level over 400 mg/dl. Customer had persistent high blood glucose. Customer's current blood glucose is 469 mg/dl. Customer felt nauseous due to high blood glucose. Customer stated that he treated with a bolus form the pump and walked to try to bring his blood glucose down. Customer reported that he has contact his health care professional regarding his high blood glucose. Customer stated that he keeps the current insulin bottle at room temperature and the site is sore or irritated. Customer performed the high pressure test and passed. Customer was advised that there is a possibility that scar tissue may prevent insulin from being absorbed since he uses the same 4x4 area and the site is irritated.